Event description:
It was reported that the reliavac evacuator was unable to suction one day after the placement.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The product was used for treatment purposes. A potential root cause for this failure could be "operator error". An evacuator was returned without its original packaging. The balloon was found to be burst. The device was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. As the reported event is confirmed as manufacturing related, a labeling review would not be needed. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the reliavac evacuator was unable to suction one day after the placement.